Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported following the implant on (B)(6) 2026 the patient developed a hematoma in the thoracic region. Surgical intervention took place to address the hematoma. Date of surgery is unknown. Patient was admitted to rehab due to trouble moving his legs and has since regained the strength in his legs.